Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a consumer (con) stated that they wanted assistance to adjust the light on the screen. The agent had patient toggle off mobile data and do not disturb. The agent helped the patient to delete data.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: synchromed; product ID: a820 (serial: unknown); product type: 0216-software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing bupivacaine and unknown morphine for non-malignant pain. It was reported that the last time I saw the manufacturer representative (rep), they went in there and took out the cookies because my machine slowed right down. It takes about 3 minutes before it delivers. After they cleaned it up, it was almost like a meteor, but stated their equipment slowed down again so they called the rep maybe a week or so ago and the rep told them to call the manufacturer's patient services to walk them through removing the data. The patient clarified that the rep assisted them in removing the data from their handset due to a reported telemetry delay, which resolved the issue for some time, but now the equipment is slow again. When the manufacturer's patient services specialist (pss) attempted to inquire original event date, patient stated 'the rep cleared it, probably, well, it was right there at my last pump fill a couple months ago. I got a refill on may 16th and it lasted about 4 months, so go from there to determine my latest refill, and did not provide further information. When pss attempted to inquire further, patient stated, it probably went maybe a week before it started slowing down, and the longer it went, the slower it got, so I called the rep, and they said to call patient services, and did not provide further information. The patient had myptm app open and read an expected 1 hour and 30 minute lockout with 7 boluses left today. Pss assisted the patient in clearing the data from the myptm app. Prior to data clear, the patient provided app 30.94 mb data 3.90 mb cache 32.77 kb total 34.88 mb.